Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe leaked insulin. This was discovered during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that insulin leaked at the needle / syringe connection point. Description of issue: customer reported the syringe was leaking from where the needle connects to the syringe, while injecting insulin into the cartridge. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 1. Item number: 3 ml syringe ¿ 309657. Product lot number: 8222981. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No injuries. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No assistance. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required.

Event description:
It was reported that unspecified bd¿ syringe leaked insulin. This was discovered during use. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. It was reported that insulin leaked at the needle / syringe connection point. 1. Description of issue: customer reported the syringe was leaking from where the needle connects to the syringe, while injecting insulin into the cartridge. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. 3. Number of occurrences: 1. 4. Item number: 3 ml syringe ¿ 309657. 5. Product lot number: 8222981. 6. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. 7. Did issue cause any injury? If yes, what type of injury? No injuries. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No assistance. 9. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required.

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure. H3 other text : see section h.10.